Event description:
The customer reported that the system was intermittently locking-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All circuit boards and connectors were reseated and the eprom on the controller board was reloaded. The system was then found to be operating as intended.